Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge was observed to be fluctuating which resulted in the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged battery incorrectly displayed issue could not be verified.